Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4).

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Three pictures and a sample were received for evaluation. It was observed, the flange is completely broken, the cut shape is irregular and there is contamination on it. Sample was received in used condition without its original packaging. During visual inspection under normal conditions of illumination, it was observed that the flange was found broken. A retrospective review for the complaints related to the showed there was no trend associated to this failure of broken flange. During functional analysis, the failure mode could not be reproduced during the molding process since the cut created is not in the same position as sample received, the reproduced cut is deeper than cut from sample received. Based on the tests performed to replicate the failure mode, where it could not be reproduced, the most probable root cause is that damage occurred after manufacturing. No corrective actions were taken since the investigation did not reveal that the defect was caused during the manufacturing process.

Event description:
It was reported that while the trach was in place, a snapping sound was heard. It was observed that the flange got damaged. They would like to know why this issue happened. No patient injury reported.